Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 435 mg/dl which was treated by manual injection. Customer was using insulin pump within 48 hours of reported event. Customer did not allege that insulin pump was under delivering. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. Device will be returned for analysis.